Event description:
Ous MDR - during dilatation of a calcified, tortuous lesion in a lcx the balloon was inflated and then ruptured at 18 atm.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument was returned in a deflated state. A strong kink was observed at the skive and after flattening and inserting a reference guide wire functional testing was performed. The complaint device could be inflated up to 14 atm (np), be held at this pressure and then deflated again without any apparent damage or leakage. Thus the reported event could not be confirmed. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.